Event description:
Device returned for analysis with report of "pump refill reservoir volumes either high or low from expected." Rotor study, side catheter access. Follow up with health care provider revealed pt had episodes of "feeling high as a kite" as well as episodes of return of pain and withdrawal symptoms. Rotor study and catheter study revealed no problems. Reservoir volumes were consistent with pt complaints. Expected residual 3cc and pump was empty and expected 3cc and pump contained 10cc. Pump was replaced when pt's other health problems permitted surgery. Pt is doing well now.